Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that during harvest of the lower leg, the device remained activated and cutting too quickly and causing the branch to bleed. Device was unplugged and removed from the leg. Harvester tried many methods to control the bleeding including using a tourniquet and holding pressure. He did not get the length of vein he needed because he had to stop where he was and do a stab and grab. They opened a new device to complete the case.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 11/14/2019. An investigation was conducted on 12/09/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue was observed. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. There was no smoking observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failure ¿device remains activated¿ was not confirmed, but was confirmed for the analyzed failure "material twisted /bent; wire".

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that during harvest of the lower leg, the device remained activated and cutting too quickly and causing the branch to bleed. Device was unplugged and removed from the leg. Harvester tried many methods to control the bleeding including using a tourniquet and holding pressure. He did not get the length of vein he needed because he had to stop where he was and do a stab and grab. They opened a new device to complete the case.